Manufacturer narrative:
The cobas pro ise analyzer serial number was (B)(6).

Event description:
The initial reporter complained of high results for an unspecified number of patient samples tested for na electrode (na) on a cobas pro ise analytical unit. The physician complained of high results and the customer repeated 2 patient samples and discrepant results were identified. Patient 1 initial result was 151.9 mmol/l. The repeat result was 140.9 mmol/l. Patient 2 initial result was 143.2 mmol/l. The repeat result was 134.5 mmol/l.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The na electrode lot number was a2y28. The expiration date was not provided. The field service engineer (fse) found the sample probe was out of adjustment, especially at the rinse station. The fse performed all sample probe software adjustments. Calibration, precision, ise checks, and qc all passed. The fse ran and repeated 5 patient samples and the na results corresponded to each other. The investigation determined the event was due to a maintenance issue.